Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a screeching noise. The customer¿s blood glucose was 187 mg/dl at the time of incident. Customer stated that the insulin pump buttons were stuck and alarming a screeching sound. Even after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump passed displacement test or self test. The insulin pump monitored for several hours and no unexpected audio beep alarms anomalies were noted. The insulin pump was received with cracked case at display window corners, display window and battery tube threads and minor scratched display window and case.